Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous apical left anterior descending artery. A 2.5x15mm apex monorail balloon was inflated for forty seconds on the first inflation. To what atmospheres is unknown. On the second inflation the balloon was inflated for thirty seconds and ruptured at 4 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is "no problem" with no patient complications reported. This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.